Event description:
The report the company received for the field indicated that a 2.5 x 13 mm cypher stent was used after another longer product was unable to corss and this stent delivery system (sds) became stuck on the wire. When the sds and the wire were pulled back, the shaft of the sds separated in the guiding catheter. The separated parts were retrieved from the patient. The case was successfully completed with another cypher stent. There was no patient injury. The product has been returned for evaluation and testing however, the engineering evaluation is not yet complete.